Event description:
New information received on (B)(6) 2018 states that when patient presented to the clinic on (B)(6) 2018, upon device interrogation radio frequency connect to the programmer showed an error or device unable to be interrogated. Several attempts were made to interrogate the device however this was unsuccessful. The device was able to be interrogated via the use of the wand. Post firmware download completion of the software and the nominal parameters were programmed, the radio frequency communication was functioning. A cyber-security firmware was downloaded to the device as well. After re-interrogation of the device, the device switched to radio frequency communication and the same initial error message occurred. A new firmware download was completed without completing the cyber-security upgrade and the device communication with radio frequency was normal. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a routine follow up visit, the device was unable to be interrogated. No patient symptoms were reported. After performing a cyber security upgrade the device was unable to be interrogated and the programmer showed an error message stating that the interrogation was unsuccessful. The telemetry test showed perfect telemetry. After removing the radio frequency wand the device was able to be interrogated normally. Patient was stable and will be followed normally.

Manufacturer narrative:
The device is included in the ellipse rf telemetry advisory notice initiated by abbott on 22 january 2020.

Event description:
Information received notes that during remote follow-up, radiofrequency (rf) telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.